Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 36 mg/dl. The customer woke up with a delivery anomaly. The customer treated for the low blood glucose with glucagon and carbs. The customer was assisted with troubleshooting and the insulin pump passed displacement test. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement test, self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and matched properly with the units left on the status screen noted. The insulin pump passed the delivery accuracy test. No over delivering anomaly was noted. The insulin pump passed displacement test. The insulin pump had minor scratched display window.